Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The detailed investigation showed that the system functioned as specified and no system malfunction could be detected for the effect described. The system was checked several times by local service and application specialists; and it is working perfectly. The impression of the image quality is subjective and can vary from customer to customer. To achieve the customer's preferred image quality, the factory preset parameters had to be adjusted on site, but this could only be done by a system expert with the customer's approval. After the final adjustments according to the customer's wishes, the customer finally accepted the image quality. The error has not been reported again. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. The user reported that imaging looks below the quality expected of system specifications. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.